Event description:
It was reported that the patient with this inflatable penile prosthesis presented with reservoir herniation. A revision surgery was performed, during which the physician confirmed the herniation and explanted and replaced the reservoir with a new one. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).